Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage with moisture) issue. The patient alleged that the down arrow, and the ok keypad buttons were under responsive prior to the keypad thinning and missing/peeling with a "burn mark" near the ok keypad button. Moisture was allegedly in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.